Event description:
It was reported that a user started a dexcom g7 continuous glucose monitor (cgm) sensor and observed no glucose readings on the ilet pump despite seeing readings in the dexcom app; troubleshooting identified that the cgm had not been paired to the ilet, and the user was guided through correct pairing steps. No adverse clinical symptoms reported. Outcomes included no alerts, no alarms, and successful restoration of cgm data to the pump after education. User support included technical support review and user-guided device troubleshooting. Investigation of this case revealed a use error involving configuration, specifically failure to pair the correct cgm to the pump, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and pairing.